Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced an overnight low following a glucose rise from approximately 147 to 254 mg/dl that then trended down to 64 mg/dl; the user attributed no known dietary cause, noted gastrointestinal issues including diarrhea around the time of the high, and treated the low with a 10 oz bottled coffee beverage containing about 34 g of carbohydrate without fingerstick confirmation. Symptoms included hypoglycemia with diaphoresis, dizziness, and shaking, as well as hyperglycemia. Outcomes included the need for medication-level intervention in the form of oral glucose/carbohydrate to correct the low. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a device problem or component involvement and no investigation findings available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.